Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing threshold measurements and oversensing with pacing inhibition and asystole for greater than 2 seconds. A rv lead fracture was suspected. A revision procedure took place and the pacemaker was explanted and the rv lead was capped. No additional adverse patient effects were reported.